Event description:
An ipp device was implanted on 3/15/93. The cylinders were revised on 12/4/95. A cylinder was removed from the pt on 3/13/96. The pump and remaining cylinder were removed from the pt on 3/3/97, due to prior erosion. A pump and cylinders were implanted.